Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient met with the sjm representative for a peripheral lead trial. During the meeting, the patient stated she underwent surgical intervention several years ago where her scs system was explanted as it did not provide her adequate pain relief. Please note the exact explant is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.